Event description:
Additional information reported that the patient's settings were not correct. The patient was having difficulties after having the settings changed around so many times and that they are not right. The patient had gotten worse since the implant of his device and can hardly walk, an issue the patient did not have before implant. The problems had been ongoing since the implant.

Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ extension product ID 3389s-40 lot# v561214 serial# implanted: 2010-(B)(6) explanted: product typ lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect following an implant. Additional information received reported the patient's tremors were being relieved, however, since implant, the patient had issued with walking, where he constantly lost his balance. The patient used a cane before implant, but after, required a walker. The patient was experiencing difficulty swallowing liquids. His wife had to thicken his drinks, or he would choke. The patient had over twenty adjustment/reprogramming sessions. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.